Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic gastric bypass procedure, upon closing the defects in the mesentery the stomach (pouch creation). During reloading after firing the metal part of the cartridge stayed behind in the instrument jaw. After reloading the device with a new reload the firing went without any problems. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the analysis results that one ec60a device was returned with no visual non-conformances and with an ecr60g cartridge reload present. The cartridge was received fully fired and with the cartridge pan dislodged from the reload. No conclusion could be reached as to how the pan became dislodged from the reload. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).